Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's air detector is defective. The event occurred during set up. There was no patient involvement.

Manufacturer narrative:
H6: codes updated. The suspected device was returned for evaluation. The review of event log performed and found no errors or faults pertaining to the complaint. A review of the available service history identified no previous related repairs within the last 12 months. Performed visual and functional inspection. Air detector will be replaced. The customer complaint was confirmed. The probable cause was air detector defective.